Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; stent-graft surface movement after endovascular aneurysm repair: baseline parameters for prediction, and association with migration and stent-graft-related endoleaks. Asenbaum, u., schoder, m., schwartz, e. Et al. Eur radiol (2019). Https://doi.org/10.1007/s00330-019-06282-w average age. Average gender. Not following the IFU. If information is provided in the future, a supplemental report will be issued.

Event description:
Talent stent graft systems were implanted in patients for the endovascular treatment of abdominal aortic aneurysms on unknown dates. It was it was reported on unknown dates the following adverse events were reported:type ia endoleaks, type ib endoleaks, type iiia endoleaks and migration. Reintervention was completed, the cause of the events were undetermined.